Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 110031424 (67432864). Associated product information: 010000589 (67670006), 113614 (67389515), 115310 (j7862757), 115396 (67585141), 180550 (67627409), 180551 (67696249), 180552 (67674533), 180553 (67421765), 405883 (67675220), 405889 (67479985). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Updated 10 may 2026: it was reported that the glenosphere and taper adapter separated from the baseplate following an initial shoulder arthroplasty procedure, requiring a revision approximately one (1) week later. During the revision procedure, the central screw was observed to be down, and it was noted that soft tissue may have prevented the glenosphere from properly engaging the taper, possibly due to a fall. The revision procedure was successful, and no additional harm, symptoms, or impacts were reported. Attempts have been made, and no further information has been provided.